Event description:
It was reported that when the physician was reviewing the electronic medical record (emr), it was noted that about four years earlier, the right ventricular (rv) lead had high threshold and high impedance. The lead was reprogrammed and remained in use. When the device indicated elective replacement, the physician elected to cap and replace the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5554 implantable pacing lead (B)(6) 2005. (B)(4).